Manufacturer narrative:
Internal components were evaluated and corrosion was discovered within the motor assembly. Corrosion within the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.

Event description:
The product was returned for service. During evaluation, it was found to run without user activation.